Event description:
It was reported that customer pump experienced malfunction alarms, but no further details about circumstances or blood glucose values were provided. There was no reported impact to the customer¿s blood glucose level. Distributor investigated by powering pump on and off and confirmed recurring malfunction, arranged for device return for further evaluation, and provided replacement pump to customer.